Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 350 mg/dl and medium ketones considered to be slightly dangerous. A correction bolus was delivered and a manual injection was administered to address the bg level. The customer performed a complete supply change which resolved the occlusion alarm. A follow-up call to ensure the customer's bg level decreased was declined by the customer.